Manufacturer narrative:
Due to characterization limit e1 event site name is (B)(6). The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. Rn calls to report difficulty obtaining a reliable ECG waveform. She states the patient recently arrived from the cath lab and that she has attempted to switch leads and electrodes without success. She reports that when electrodes are changed, a waveform with artifact briefly appears before ECG signal is lost, causing the pump to switch to pressure trigger. I troubleshot the ECG cable connections and review proper electrode placement, including the use of a small amount of doppler gel to improve signal quality. After repositioning the electrodes and attempting to improve conductivity, the ECG waveform does not register consistently. I inform the rn that the ECG cable may need to be replaced; however, she reports no additional cables are available. I advise her to unplug and reconnect the ECG cable at the pump and to verify all lead to cable connections are secure. Following these steps, rn reports a clear ECG waveform is now present and the pump is appropriately triggering on ECG. However, this soon disappears, and the problem again is that the ECG waveform is not consistently present and has artifact. I advise her to locate a second pump to switch the therapy. I provide my direct contact information and offer continued support if pump exchange becomes necessary. Rn the charge nurse for night shift calls back a little while later and asks for assistance in switching the therapy to a cardiosave. I guided them in transfer of the therapy, all waveforms are appropriate, and therapy is being delivered as expected. Rn is appreciative of the assistance tonight. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the complaint was received through a direct call from the customer to the emergency support program and no repair information was provided.

Event description:
A complaint was received via a direct call to the emergency support program regarding difficulty obtaining a reliable ECG waveform on a cs300 intra aortic balloon pump(iabp) after the patient arrived from the cath lab. The reporting nurse noted intermittent ECG signal loss with artifact despite changing leads and electrodes, causing the pump to default to pressure triggering. Remote troubleshooting was performed, including review of proper electrode placement, improving conductivity, and verification of ECG cable connections. Temporary improvement was noted after reconnecting the ECG cable; however, the issue recurred. As no replacement ECG cable was available, the clinical team was advised to transfer therapy to an alternate cardiosave pump. Support was provided during the transfer, after which all waveforms were appropriate and therapy functioned as intended. No device malfunction was confirmed, and no patient harm or injury was reported.